Event description:
Related manufacturer reference number: 3006705815-2022-14414, 3006705815-2022-14415. It was reported the patient experienced ineffective stimulation. X-rays were taken and show possible fracture points on both leads. Surgical intervention took place wherein the system was explanted and replaced with a competitor.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
There are no allegations against the prodigy ipg. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to any complaint. The ipg was functionally tested and passed all testing.